Event description:
It was reported that the device had depleted to 25% and this was not expected since it had only been implanted for several months. Manufacturing records of the generator were reviewed and confirmed that it passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a battery replacement occur. It was noted that the battery was observed at neos as the time of the replacement. Programming data was reviewed. Per hospital policy, the explanted generator will not be returned. No additional relevant information has been received to date.

Event description:
Programming data from the date of implant were received and reviewed.

Event description:
Additional programming data was received and reviewed. It was observed that at the implant surgery there was high impedance which resolved. The data available indicates that the generator may have experienced an increased duration of high battery impedance at the beginning of the implant's life. This high impedance potentially could have caused the battery to deplete faster than expected. Typically with beginning of life impedance events the battery voltage will rebound however this behavior has not been observed in the data reviewed to date. Therefore it is unclear if issues with beginning of life impedance caused the premature depletion. It was also reported that at a recent appointment the generator's battery indicator was showing the intensified follow-up indicator.